Event description:
Hold mg 9/1the user facility reported that the device had a spring missing during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.